Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The iol was explanted with another iol approximately 3 months after the initial procedure. Best corrected vision 20/70 was mentioned as the clinical reason for iol explant. Additional information was requested, but no further information is available.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, a lens was exchanged with different toricity (same lens model type) due to poor vision. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.